Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that within 4 hours of placement of new tracheostomy tube a slow leak from the cuff was observed. No adverse health outcome resulted.

Manufacturer narrative:
Manufacturing record review for reported lot did not reveal any anomalies or discrepancies. One tube was returned for evaluation. Tube was injection with 10 ml of water and allowed to sit for 18 hours to observe for potential leaks. No leak was observed over this time period. Unable to confirm reported issue.